Manufacturer narrative:
The company rep examined the system and confirmed the problem reported. The inverter printed circuit board (pcb) in the display was replaced. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
Customer reported the display monitor was blank and they were unable to use the system. The procedures scheduled for that day were cancelled. Two patients had received anesthesia block but there was no harm.